Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Critical ram parity error was recorded on (B)(6) 2012. Parity error is considered low severity and the device should be able to recover after reset. Patient was exposed to radiation treatment therapy.

Event description:
It was reported that the device had multiple power on resets due to radiation treatment. The device was reprogrammed. At a later visit, invalid data was noted on the diagnostics. The device was reprogrammed to clear and restart data collection. The device remainsin use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.